Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event and therapy date are estimated.

Event description:
Related manufacturer reference number: 1627487-2021-13013; related manufacturer reference number: 1627487-2021-13015. It was reported that the patient experienced ineffective therapy. Reprogramming was unable to address the issue. As such, surgical intervention took place on (B)(6) 2021 wherein the system was explanted. Patient received a competitor¿s system. A portion of one of the leads was left in the patient (reference related manufacturer reference number: 1627487-2021-13012).